Manufacturer narrative:
Patient¿s date of birth, gender and weight are unknown. Date of postoperative plate breakage is unknown. (B)(4). The plate was originally implanted 5 to 6 months prior to revision surgery. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility operating room staff. Therapy date is 5 to 6 months 5 to 6 months prior to revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 of a variable angle (va) distal radius plate that broke due to a nonunion. The physician removed the broken plate and screws (intact) and implanted a dia/meta plate during a left open reduction internal fixation (orif) distal radius. Procedure was successfully completed without any surgical delay. Patient outcome is fine. The plate was originally implanted 5 to 6 months ago. The physician noticed the broken plate and nonunion when the patient came in for a routine follow up on (B)(6) 2017. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 2.4mm va-lcp distal radius plate. This is report 1 of 1 for complaint (B)(4).